Event description:
The customer reported that the device unexpectedly shutdown during use on a pt. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown during use on a pt. No adverse pt impact was reported. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.